Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to patient was involved in a motor vehicle accident, which resulted in displacement of the implanted pulse generator (ipg). Clinically, the situation primarily required a surgical pocket revision to reposition the existing ipg. However, the treating physician elected to replace the ipg with a new device, thereby enabling the patient to access the myscs go remote functionality. Explanted device retained by customer. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to patient was involved in a motor vehicle accident, which resulted in displacement of the implanted pulse generator (ipg). Clinically, the situation primarily required a surgical pocket revision to reposition the existing ipg. However, the treating physician elected to replace the ipg with a new device, thereby enabling the patient to access the myscs go remote functionality. Explanted device retained by customer. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. The device was not returned to boston scientific for analysis. A labeling review did not reveal any anomalies as it states: over time, the stimulator may move from its original position, and persistent pain at the ipg or lead site are known risk with the use of spinal cord stimulation (scs). Even though the ipg has migrated due to the incident, patient codes are known risks associated with the device, therefore the conclusion code will be assigned: know inherent risk of device. Corrections on initial MDR in blocks: e1, h6.